Event description:
During evaluation of a returned transfer set for a report of a leak, a connection issue was found with the transfer set. There was patient involvement with the device at the time of the original report but no patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the used device was received with a cap on the dark blue connector. Visual inspection was performed with no issues noted. Leak test, clear passage test and clamp function test was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. The sample evaluation confirmed the reported problem. A CAPA (corrective action preventative action) was opened to address this issue.